Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. Upon receipt the monitor would not power on. Upon eval, it was discovered that the l3 inductor on the defibrillator board was open. This would not allow the 12v supply to the computer/analog board which prevented the monitor from powering on. The root cause of the open inductor cannot be positively identified. No adverse event resulted from the defective inductor. The pt rec'd a replacement monitor.

Event description:
During the investigation of monitor (B)(4) for an unrelated complaint, a reportable product problem was discovered. The monitor was unable to power on. The pt was provided with a replacement monitor.